Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt236 infant dual-heated evaqua breathing circuit failed the leak test on the servo-I ventilator. This was noticed before patient use.

Manufacturer narrative:
(B)(4). The complaint rt236 infant breathing circuit was returned to fph (B)(4) for investigation. It was visually inspected and pressure tested for leaks. No physical damage was observed with the returned breathing circuit. The pressure test revealed that the circuit was within specification. A lot check was not performed as no lot information had been provided no fault was found with the returned rt236 infant breathing circuit. Our user instructions that accompany the rt236 infant dual-heated evaqua breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."